Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer and internal leakage tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check that included the pressure transducer and internal leakage tests among others. Our field service engineer has investigated the reported machine on site. The expiratory channel printed circuit board (pcb) has been replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. The returned pcb has been tested in a machine, it failed the pre-use check with internal leakage, pressure transducer and o2 cell/sensor tests. At the start of ventilation it alarmed for two technical errors that indicate power error and safety valve open as the safety valve was clicking continuously beside the stop of ventilation. Electric measurement shows that a capacitor was short circuited 0.2 ohm and that caused the safety valve to be open always. Replacing this capacitor resolved the issue. It was not possible to save the logs. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. A similar investigation from the manufacturer concluded that the root cause for this failure was due to too low life length for this capacitor. This pcb is not manufactured any longer, as the manufacturer use a newer pcb now with more robust components with longer life length.